Event description:
It was reported that following a hemorroidectomy procedure, that a letter was received by the ministry of health referring to an incident involving the device. The affiliate has contacted the sales promoter in order to have more info and if available the device to send for analysis. There was rectal perforation with no suture of rectal tissue. No device is being returned at this time.